Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, experienced recurring incontinence. The physician found there was fluid loss from the pressure regulating balloon which resulted in the balloon not working. The physician removed and replaced the entire device. There were no further patient complications.

Manufacturer narrative:
B3 date is unknown so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence, and positional incontinence are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. The reported patient symptom incontinence is a known risk associated with this device type and indicated as such in the instructions for use.